Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was not in the correct position and that the calibration was out at the 0 and 10 reading. The control bar was placed in the correct position. The vespel and semi-bearings and screw was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there are missing screws on the bottom of the air dermatome. There was no harm reported. No adverse events were reported as a result of this malfunction.